Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed through review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. Continuity was also found across the upstream sensor pins, causing the false upstream occlusion alarms. The failed upstream sensor was replaced to correct this condition. Additonal information: sensitivity, low readings.

Event description:
During baxter's functionality testing of a spectrum pump the device experienced upstream occlusion alarms. There was no patient involvement.